Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. Calibration and controls were acceptable. Upon review of the alarm trace, 2 sample short alarms occurred on the day of the event. This can be an indication of poor sample quality. The field service engineer found leaking rinse tubing. All rinse tubing was replaced. Precision studies, ise checks, and quality controls were performed; these passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c (501) module. The complained sample (collected at 10:30 a.m.) Initially resulted in a na value of 158 mmol/l. The value was reported outside of the laboratory. A second sample was later collected from the patient at 12:59 p.m. And resulted in a na value of 135 mmol/l. A third sample was collected from the patient at 2 p.m. And resulted in a na value of 134 mmol/l. The doctor questioned the result from the complained sample, so it was repeated, resulting in values of 136 mmol/l and 140 mmol/l. The 136 mmol/l value was deemed correct based on the patient's clinical condition.